Manufacturer narrative:
Additional information was provided in b.5., d.10., h.3., h.6. And h.11. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The associated cartridge and handpiece were not provided. It is unknown if qualified products were used. The viscoelastic indicated, is qualified for use with this lens, with the use of qualified lens/cartridge combinations. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. The associated cartridge and handpiece were not provided. It is unknown if qualified products were used. The instructions for use (IFU) instructs: company foldable intraocular lens (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received stating that there was no patient contact.

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, torn or broken haptic.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.